Manufacturer narrative:
The devices remain functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, four gore tag thoracic endoprosthesis were implanted: tg3115/lot#03917875, tg3720/lot#03744037, tg3415/lot#03652940, and tg3110/lot#03832003. In 2007, one gore tag thoracic endoprosthesis was implanted: tg4010/lot#04266471.

Event description:
In 2006, four gore tag thoracic endoprosthesis were implanted to repair a descending thoracic aortic aneurysm. In 2007, a postoperative computed tomography scan revealed a proximal type I endoleak. The following month, another gore tag thoracic endoprosthesis was implanted, but the proximal type I endoleak persisted. The physician will continue to monitor the pt.